Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming wand was not properly communicating with a patient's pulse generator. Manufacturer representative was able to use his wand to interrogate the patient's device further indicating that it was a malfunction with the physician's wand. Wand was subsequently returned to the manufacturer for product analysis. During analysis, the reported issue, failure to program was confirmed. The serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared.